Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the subject device on uro tower went into exercise pressure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated fields: h6, h7, h9 a root cause could not be identified. Based on the results of the investigation, it is possible the following led to the malfunction: respiratory pressure fluctuations of 5mmhg or greater frequently trigger overpressure alarms (no alarm delay). This is likely due to insufficient muscle relaxation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.

Event description:
No additional information received from customer

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, a definitive cause for the reportable event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.